Manufacturer narrative:
Per the clinic, multiple flap reconstruction surgeries were performed but could not control the infection resulting in the stimulator body extruded out from skin. The device analysis report is attached. This report is submitted on june 29, 2020.

Manufacturer narrative:
This report is submitted on may 19, 2020.

Event description:
Per the clinic, the patient developed an infection at the implant site and was subsequently treated with antibiotics (type, date and duration not reported). The device was then explanted on (B)(6) 2020. It is unknown if there are plans to reimplant the patient with a new device as of the date of this report.